Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving access 2 immunoassay system. Subsequent testing and a second sample produced results within the normal reference interval. The elevated result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse observed air in the substrate pump and replaced the substrate and the precision pump. The fse performed a successful system check and quality control (qc), within specifications. The fse performed hardware and repair verifications per established procedure. The unit conformed to the manufacturer's performance specifications.